Manufacturer narrative:
Corrected data h6 (type of investigation): "4114 - device not returned" code removed added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: one image was reviewed. Customer report of " leaflet prolapse leading to stenosis and regurgitation" was unable to be confirmed though image evaluation. Image showed the outflow aspect of an explanted valve with blood residues around. What appear to be a gap in the coaptation region was observed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The subject device was not returned for evaluation as it could be infected with endocarditis and no medical records were provided for evaluation. Based on the provided information, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is a suspicion of it being exposed to an infective disease. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that this inspiris resilia valve model 11500a27, implanted in aortic position, was explanted from this 76-y-o patient after an implant duration of 2 years and 2 months due to a leaflet prolapse leading to stenosis and regurgitation. Another 27mm bioprosthetic valve was implanted in replacement. The patient was noted to be recovering after the procedure.